Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that her a1c went from 7.1% to 12.9% when she was attempting insulin pump therapy. She reported that she had elevated blood glucose (bg) ranging from 300-600mg/dl with nausea. The patient¿s healthcare professional (hcp) recommended coming off the pump and resuming itp after her a1c is better controlled. The patient is implicating the pump and reported there were no patterns to elevated bgs. The patient stated that she is under a lot of stress due to marital break-up. Customer support reviewed the pump with the patient and there were no associated alarms, all boluses and basals were completed as programmed except for one bolus dated (B)(6) 2013, which appeared to be cancelled due to user press. There is another completed bolus in history within a minute of the cancelled bolus. The patient does not recall what the issue was at time of cancelled bolus. Cs advised the patient that there is nothing to indicate a malfunction with the pump. Cs advised the patient to change site more frequent then every five days. Cs advised to consult hcp for possible changes in diabetes management. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: a review of the total daily dose history indicated that insulin delivery totals reflected the user¿s programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to duplicate the complaint.